Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - incorrect programming/programming difficulty.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented with complaints of diaphragmatic stimulation. It was further reported that the device had been programmed at a different clinic. The device was reprogrammed to the caller's specifications. The device remains in use and no further patient complications have been reported as a result of this event.